Event description:
It was reported that the patient presented to the hospital for an unspecified procedure. During preparation of the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold measurements. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.